Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter directly to obtain more information regarding the reported event; attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date, should additional relevant details become available; a supplemental report will be submitted. .a lumenis service engineer examined the subject device two days after the reported event, and upon visual inspection and troubleshooting, had determined that no apparent issues were found with the system. The engineer further noted that "power convergence was successful at all power settings and energy levels were well within range as verified by using a calibrated external power meter. Optical alignment (co2/aiming beam) was also found to be well within acceptable standards." The engineer readjusted and verified the optical alignment of the laser tube with the aiming beam, and calibrated the system to ensure optimal energy output. The system was found to be working as per specifications without any errors. System malfunction is not the suspected root cause of the event reported a lumenis clinical manager had reviewed this reported event and determined that "in the case of power convergence error, the user can try again using the system with the same power. There is no apparent reason for the user to increase the power to 30w. In this case the patient received an unknown severity of burn, which was most probably caused by user error." Based on the information above, the most probable root cause of the event was determined to be user error. As the severity of the burns was not confirmed, lumenis cannot rule out that a serious injury had occurred. In an abundance of caution, lumenis is reporting this as an adverse event.

Event description:
A foreign user facility reported that their lumenis "acupulse co2 laser had failed power convergence at 10w. Subsequently, the laser setting was dialed up to 30w and used on the patient. The 30w setting resulted in patient receiving a burn."